Event description:
A falsely depressed methotrexate result of 0.3 umol/l was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a result of 2.6 uml/l was obtained. The pt developed liver problems, but it is unknown if it was because of the falsely depressed methotrexate or other drugs that the patient was taking. Instrument data indicates that the falsely depressed methotrexate was non standard use of the assay. There is not an approved protocol for the use of the methotrexate assay on the dimension instrument line.

Manufacturer narrative:
No further evaluation of the device is required. Instrument data indicates that the falsely depressed methotrexate was non standard use of the assay. There is not an approved protocol for the use of the methotrexate assay on the dimension instrument line. The instrument is performing within specifications.